Manufacturer narrative:
Sample is available but has not yet been returned to the manufacturer. A follow up MDR will be filed once results of the manufacturer review are complete.

Event description:
At the initiation of the patient's hemodialysis treatment, it is alleged that a blood leak occurred. Blood was noticed in the hanson connector. The complainant alleges the leak was noted to be internal. The patient's blood in the lines and dialyzer was not returned back to him. These were discarded. A new set of lines and dialyzer were set up and the patient was able to receive his entire treatment without further incident. Ebl was approximated to be around 300ml's. Patient did not experience an adverse event or require any medical intervention. The sample is available but not yet returned to the manufacturer for review.